Manufacturer narrative:
DHR was obtained and reviewed. All in-process tests an d inspections completed. No untoward results noted. Packaging form for labels and reconciliation was reviewed no issues noted. Record of inspection during secondary packaging form was reviewed. Sample size of (B)(4) pouches inspected, all results passed inspection. Multivac in-process test form was reviewed, visual inspection results all passed, seal strength results within specification. No other untoward issues were associated with this lot. All operators for this process have been notified of the issue and shown pictures of the defective pouched needles to make them aware the event occurred.

Event description:
This customer complaint is related to report 300581270-20016-0005 as they were reported at the same time. Customer narrative is as follows: 'another incident they feedback to us is there is one pack of teca elite dcn needle, inside the packaging there is 2 pcs of needle cap'.

Manufacturer narrative:
Customer has been contacted to provide the rest of the required information. We are in the process of gathering additional information. A letter listing outstanding information has been sent to customer to obtain additional information in order to submit follow up report and/or explain why required information was not provided and steps taken to obtain such information.